Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported that prior to a procedure the illumination was low. The cases for the day were canceled until repair of the system. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The tabletop illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 11, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the tabletop illuminator module. However, how or when the module became nonconforming cannot be determined conclusively. (B)(4).